Event description:
It was reported that the patient underwent total hip arthroplasty on (B)(6) 2004. Subsequently, the patient was revised on (B)(6) 2015 due to pain. The m2a taper cup, insert, and head were removed and replaced by a biomet femoral head and competitor cup and liner.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: ¿postoperative bone fracture and pain.¿